Event description:
It was reported via repair work order that the trolley will not lock into the transfer due to a damaged lock mechanism. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the trolley will not lock into the transfer due to a damaged lock mechanism. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the trolley will not lock into the transfer due to a damaged lock mechanism. Upon completion of the investigation it was found that the transfer will not catch the trolley upon loading into the ambulance cabin due to a stuck transfer trolley lock assembly. This caused issues with loading the cot in powered mode. The unit still functioned properly in manual mode.